Event description:
The customer reported: a staff member has approached the patient and prepared the patient for transfer with the affected lift from bed to wheelchair. The staff has applied the sling and mounted the strap loops on the lifting sling. This has been done correctly according to instructions, ie evenly, without errors or skewed loads. The staff has not noticed any obvious damage to either the lift, slingbar or sling. The patient is lying in bed on the harness, which is now hooked into the sling bar. The bed is lowered so that the loops and lifting straps are tightened, ie the patient is seated in the air a little above the bed, with his feet left in the bed. Now the hook on slingbar breaks and the patient falls into bed. How long the patient sat in the air before the incident is unclear, but I would not think it was any longer. The patient is of normal weight and has been moved with this floor lift before without any problems. Neither the lift nor the slingbar got stuck or hit anything during the incident. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer provided a picture of the broken composite sling bar hook. The picture shows a fracture in the composite hook. The fracture has occurred outside of the part on the hook where the loop of the sling shall be applied. If the loop of the sling is applied correctly, inside the hook as intended, the load from the loop will lay in the bottom of the hook. The force on the slingbar will then apply from its attachment point on the lift out to the bottom of the hook. Since the fracture on the hook is further out on the hook, it can be concluded that the load on the hook has not been balanced correctly. The universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Hillrom investigation concludes that the universal slingbar will not break if it is used as intended. The universal slingbar can hold the load it is designed for if the load is applied according to instruction for use. Tests demonstrate that the composite hooks on the universal slingbar can withstand more than 780 kg load until breakage. Our investigation further shows that the breakage of the composite hook can occur at lower weight if the load is not centered, the load is applied in only one hook or the load is not applied inside the hook as intended. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! Although there was no patient injury associated with the reported event, the report of the sling bar hook breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.